Event description:
It was reported that during an interventional procedure of a heavily calcified, proximal lesion of the left anterior descending artery, the voyager was advanced and during the first inflation at 12 atmosphere (atm), plaque shift occurred and the patient began coughing and had heavy breathing and hypotension. It was suspected that an occlusion from the plaque had occurred and a non-abbott aspiration catheter was used to remove the plaque. Additionally, it is not clear if a dissection had occurred but an unspecified balloon was used for an inflation. The patient symptoms continued to be non-responsive and CPR was attempted. Once the patient condition was statbilized the procedure continued with placement of a 3 mm x 23 mm promus stent and a 4 mm x 23 mm xience v stent without incident. The patient was reported as stable post procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dissections, hypotension, and occlusions are known adverse patient events as listed in the voyager nc instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.